Event description:
An autotome sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) procedure on a pt (gender, age and weight unk) in 2007. According to the complainant, "the cutting wire snapped when inside the pt." Reportedly, the pt was "stable" following the procedure.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available. The relationship between the device and the event is undetermined. A review of the device history record for the pertinent lot was performed; no relevant anomalies were noted. A review of the complaint database revealed that two complaints were reported for the same issue, from the same customer. The november 2007 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.